Manufacturer narrative:
An actual sample was returned. However, it will not be evaluated as there is a non conformance opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a pd effluent sample bag was leaking; further described as ¿the patient was connected and draining fluid into the bag, when the nurse noticed that it was leaking along the seam close to where the tubing entered the bag¿. This was identified during use for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received, however the reported condition is already known and related to a manufacturing issue, therefore an evaluation was not completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.